Event description:
Attempts for product return were made; however, it was found that the product has been discarded.

Manufacturer narrative:
(B)(4).

Event description:
Previously submitted MDR inadvertently omitted that the patient's settings were changed on (B)(6) 2012. Diagnostics on (B)(6) 2012 were normal.

Event description:
It was reported that the vns patient had been hospitalized for seizures and had a couple of witnessed seizures while in the ER. The vns was checked and system diagnostics were reportedly normal however the generator was noted approaching end of service. Surgery to replace the generator has occurred. Attempts for additional information have been unsuccessful to date. Attempts for the return of the explanted generator are in progress.